Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rv lead revision due to high, out of range high voltage lead impedance, the physician elected to explant and replace the device. There were no adverse consequences before or after the case.